Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose value was over 600 mg/dl. Customer alleged that the increase in bg level was due to the temperature and occlusion alarms. Customer reverted to manual insulin injections to address elevated bg.